Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they went to the hospital for high blood glucose levels. Patient reported high blood glucose of 465 mg/dl and was treated with insulin fluids. Troubleshooting occurred and determined it was due to a bent cannula. Product will not be returned for analysis.